Event description:
Bolt fracture ide trial patient (B)(6). It was reported that the following events occurred: coronary artery dissection, pericardial effusion, arrhythmia, new left ventricular dysfunction and q-wave st elevation myocardial infarction four boston scientific devices were used in the procedure: 3.5x15mm emerge balloon inflated 2x, 3.5x15mm nc emerge inflated 2x, 4.0x8mm nc emerge inflated 1x and a 4.0x12mm nc emerge inflated 1x. On the same day, post ivl (intravascular lithotripsy) further pre-dilatation with semi-compliant balloon attempted. Post pci the 2.3mm diagonal branch occluded. Re-wiring attempted with timi 2 flow restored. Type d dissection within the d1 occurred. Echo post procedure done to rule out any abnormalities. No pericardial effusion noted and lvef was no change from before. Event was resolved without sequelae. Trivial pericardial effusion noted anterior to right ventricle one day post ivl procedure at the time of echo scan sized about 2mm in subcostal view, 1.5mm in parasternal long axis view. New left ventricular systolic dysfunction noted as well. No haemodynamic compromise. Event was resolved without sequelae. Fast and irregular pulse noted on telemetry (heart rate 120-140 bpm). ECG showed fast atrial flutter with rate 129, narrow qrs, st elevation v4andv5 query rate related. New aflutter, bp-114/77mmhg. On edoxaban. Bedside echo showed severe left ventricular systolic dysfunction, visually estimated 25-30%. Akinetic inferior wall and hypokinesia in anteroseptal, lateral wall. Referred to heart failure and started on medications. ECG post pci -ste, episode of cp @00:20((B)(6) 2024), ECG-twi iii and avf, no ste, twi v5-6. New lateral ischemic changes with q-waves. Caused by loss of flow and dissection of d1 branch (non-t vessel). Event was resolved without sequelae. Hospitalization was reported to be prolonged. The patient was discharged six days post procedure.